Event description:
Consultant reported patient 15 months status post right distal tibia fracture returned to surgeon complaining of leg pain when running. Surgeon returned patient to the operating room on (B)(6) 2013, and removed 1 plate and 8 screws. All hardware was intact, and patient was fused. Surgery was completed successfully. This complaint is on a cortex screw. This is 8 of 9 reports for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Alternative patient (B)(6).

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.